Manufacturer narrative:
B3: date of event is unknown, the date received by manufacturer has been used for this field. H.6. Investigation summary: bd had not received samples, but two photos were received for investigation. Evaluation of the photos indicated a yellowish edta clump in the tube. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes have discolored dots inside. The following information was provided by the initial reporter: edta tubes showed yellow colored dots on the inside of the tubes. Wondering if these are edta or perhaps contamination.